Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was leaking intra-operatively, so they stopped using the device immediately. According to the report, the device was replaced and there was no injury to the patient.

Manufacturer narrative:
The returned port met the requirements for leak testing. There was proteinaceous debris observed within the interior and exterior of the port. The returned catheter was patent and met the requirements for leak testing. Proteinaceous debris was observed within the interior and exterior of the catheter. A review of the manufacturing records showed no anomalies. All ports and catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight and initial reporter section updated. If information is provided in the future, a supplemental report will be issued.